Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer went through the load sequence on the pump while disconnected and was about to clear the alarm and resume insulin delivery. There was no adverse impact to customer's blood glucose.